Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed to replace battery and after they replace it was not open anymore full black screen. The customer¿s blood glucose level was unknown. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The insulin pump will not be returned for analysis.